Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. There was no cracked lcd glass noted. The pump had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube window, and a cracked case at the reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the act button was not working. Customer stated that it has been giving him problems for about a year and it finally stopped working today. Customer stated that in the past, he would have to press it multiple times and hold it down. Customer's blood glucose was 200 mg/dl. Customer mentioned that there are little cracks in the casing and 3 cracks in the reservoir window. Customer stated that the crack is on the inside of the window. The pump has not dropped or bumped. Customer does not know what caused the cracks or the problem with the buttons. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.